Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a catheter break and stent damage occurred. The target lesion was located in the very tortuous third anterior descending artery. A guidezilla guide extension catheter and a 4.00 x 32 synergy stent balloon expandable were selected for use. During the procedure, the physician dilated the target lesion with a 4.00 x 20mm emerge balloon and there was adequate angiographic results. Then, the 4.00 x 32 synergy stent was advanced; however, it was noted that the device failed to advance due to the tortuosity of the artery. Consequently, a guidezilla guide extension catheter was used. When pushing the synergy stent inside the catheter lumen, it was noted that there was a break in the metal collar of the guidezilla. The physician proceeded to remove both devices. Furthermore, a deterioration in the integrity of the stent body was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a catheter break and stent damage occurred. The target lesion was located in the very tortuous third anterior descending artery. A guidezilla guide extension catheter and a 4.00 x 32 synergy stent balloon expandable were selected for use. During the procedure, the physician dilated the target lesion with a 4.00 x 20mm emerge balloon and there was adequate angiographic results. Then, the 4.00 x 32 synergy stent was advanced; however, it was noted that the device failed to advance due to the tortuosity of the artery. Consequently, a guidezilla guide extension catheter was used. When pushing the synergy stent inside the catheter lumen, it was noted that there was a break in the metal collar of the guidezilla. The physician proceeded to remove both devices. Furthermore, a deterioration in the integrity of the stent body was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable. The device was returned for analysis. A visual and microscopic examination of the crimped stent found that stent strut row 1 to 11 from the proximal end of stent appeared undamaged. The remainder of the stent, stent struts were pushed and damaged from the distal end in a proximal direction approximately 3mm from the proximal end of the distal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edge of the tip. A visual and tactile examination of the hypotube found a hypotube kink 525mm distal to the distal end of the strain relief, measured using a ruler. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.